Event description:
This report is being filed because the device moved in the opposite direction of where it was being steered, which has the potential to cause or contribute to adverse patient effects such as tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. While using the m-knob for steering the clip delivery system (cds) down towards the mitral valve, the cds moved in the opposite direction towards the left atrium; thus the cds was removed without issue. A new cds was used and the mr was reduced to <1, with no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided. Upon return, the clip introducer tip was noted to be torn. Follow-up information received stated that no damage was noted before, during, or after the procedure, and the clip introducer possibly tore during packaging for return.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for evaluation. Although the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.